Event description:
It was reported to manufacturer that a site could not see anything on their handheld screen. The handheld was completely charged, it was unlocked and troubleshooting could not be performed as the handheld screen was completely black. A replacement handheld was sent to the site and the non-working handheld was returned to the manufacturer for analysis. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.